Event description:
It was reported that the pump failed occlusion . No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4: correction at 09-jun-2022. The manufacturing date is 8-jan-2007.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and downstream sensor nub was damaged. During functional check, the reported complaint was duplicated during the investigation. Unable to test device pump on the pressure station and upstream sensor due to no disposable pump won't run on the pump display because downstream sensor nub was damaged. Replaced damaged downstream sensor and upstream sensor as precaution.